Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 11 issue was verified. The failure investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, it was reported that the pump touch screen had shading in different areas. Reportedly, pump was submerged in water. Tandem technical support educated customer that the pump is watertight to a depth of 3 feet for up to 30 minutes, but it is not waterproof. Reportedly, customer had an alternate pump for insulin therapy. Customer's blood glucose ranged from 100-200 mg/dl.